Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) after being implanted for less than 5 years. Although no field allegations were made, evidence indicates that this device may not have met longevity per device labeling. With current, information, this device remains in service and will be replaced in the near future. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.